Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history files were read and analyzed. On the date of incident, the overinfusion was caused by a wrong vtbi value. At 05:30pm a vtbi of 5.30ml was set instead of 0.53ml. This led to a flow rate of 10.60ml/h. After start of the therapy the syringe was empty after 5 minutes. The perfusor space operated within our specification. Therefore, the issue is considered as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission #k092313, k172831, k191910.

Event description:
As reported by the user facility: dr ordered in the clmm for IV caffeine 5.3mg (0.53mls) once a day, to infuse undiluted (neat dose). On (B)(6) 2026 at 1735hours, after priming the infusion line, there was 0.8mls of IV caffeine in the syringe. Nurse set the syringe pump volume to be infused (vtbi) as 0.53mls, time (duration) was 30mins and rate was auto calculated as 1.06 mls/hr. However, when syringe pump alarmed at 1750 hours, nurse noticed that 8mg (0.8mls) of IV caffeine was adminstered to baby instead of the intended dose of 5.3mg (0.53mls). Syringe pump was stopped and dr informed. Continue to monitor baby vital signs, irritablity and seizures. Baby is stable and no further intervention required.